Event description:
It was reported by the patient that the device was used during repair of a zenker's diverticulum in 2009. It was reported that for the past year, the patient has been experiencing numbness and tingling in her third and fourth fingers, bilaterally. The patient inquired about the content of the staples used and titanium was discussed. The patient states that an endo gia 30v was also used during the surgery according to her medical records. The patient states her physician said she may require an MRI. The patient refused to discuss contact information or identify her surgeon at this time. There is no additional information available at this time.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.